Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated the pump alarmed during normal use. Customer was explained the battery out limit alarm during normal use may indicate a loose battery cap. Customer was advised that we will send a replacement battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with manual injection. Customer is offered to troubleshoot for the high blood glucose but declined stated the pump ran out of insulin.